Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the implant site. Subsequently, the patient was placed under general anesthesia on (b)(6) 2026, to remove the abutment. There are plans to convert the patient to a transcutaneous Osia Implant System; however, this has not occurred as of the date of this report.